Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure to treat esophageal reflux performed on (B)(6) 2024. During the procedure, after the handle was rotated, the bands adhered together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2 (date of birth): the patient was born in (B)(6) 1965. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal ligation procedure to treat esophageal reflux performed on (B)(6) 2024. During the procedure, after the handle was rotated, the bands adhered together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2 (date of birth): the patient was born in (B)(6) 1965. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device was returned with the ligator housing with no bands attached to it; however, the device returned with two bands separated from the ligator housing and the handle had evidence that the trip wire was secured. Also, the trip wire was found broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had no bands attached to it; however, there were two bands already deployed. Although the returned device had a broken trip wire, this condition did not happen during the procedure and won't be coded as a device problem based on the information that the trip wire was removed from the handle upon shipping. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle. Therefore, the most probable root cause of this complaint is adverse event related to procedure.